Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm and an off no power alarm during rewind. Customer's blood glucose was 277 mg/dl. During troubleshooting, motor alarm did not occur during displacement test and manual prime. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.